Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler received the air detected in cassette message. The patient confirmed the line is tight and no air bubbles are visible. Upon removing the cassette the patient stated he felt fluid on the cassette and saw fluid leaking from the cycler where the cassette is inserted. The cycler was replaced. Upon follow up with the patient's nurse, the following was confirmed: no change in patient status. Patient completed treatment with continuous ambulatory peritoneal dialysis. Patient was prescribed prophylactic ip antibiotics. No effect on patient outcome. Effluent was clear.

Manufacturer narrative:
Follow up #1: 2018-05-15.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.